Event description:
Nearly choked [choking sensation]. Brush head snapped off in mouth [device breakage]. A male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b dual action brush heads snapped off in his mouth and he nearly choked. The toothbrush was a few months old and had never been dropped.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.